Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the evis lucera elite colonovideoscope exhibited foreign objects on the grip cover. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information and results of the legal manufacturer's final investigation. Please see updates to d8, h3, h6, and h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven years since the subject device was manufactured. Based on the results of the investigation, the kind of foreign material found could not be specified. However, based on the information obtained, it is likely that physical damage to the device caused the foreign material to remain. Although it was unknown whether reprocessing was practiced in accordance with IFU. The event can be detected/prevented by following the instructions for use which state: instructions for gif/cf/pcf-290 series, operation manual, chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions for gif/cf/pcf-290 series, reprocessing manual, chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.